Event description:
It was reported that the balloon inflation syringe was not able to be connected to the catheter due to a deformed hub. The catheter was not used, and another catheter was used to complete the procedure. The catheter was returned and tested out of specification. No patient complications have been reported as a result of this event

Event description:
It was reported that the balloon inflation syringe was not able to be connected to the catheter due to a deformed hub. The catheter was not used, and another catheter was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the balloon catheter was returned, analyzed, and the balloon catheter hub is flattened and too marks were visible near syringe thread area. The catheter was damaged at the implant attempt. (B)(4).

Manufacturer narrative:
The original submission of this report failed to process to esg and cannot be recovered. This report is being resubmitted accordingly.